Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection showed two devices were each returned in original packaging with the batch number of the complaint on the labels. The t1, t2, and sutures of both devices were not returned. Device one has no visible defect other than bio debris, device two's insertion device is bent, and the actuator is at the tip of the needle. A functional evaluation of device one showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two showed the actuator will not cycle and remains stuck at the tip of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found that found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include application of unintended inappropriate or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that two (2) fast fix 360 devices did not contain the t2 anchor. The t1 anchors were removed from the patient. The procedure was resumed, without any delay, using a similar s+n back up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). D4, lot no.: the following lot numbers were reported: 2188219 and 2189151. However, it remains unclear which of these lot numbers corresponds to the two reported devices. D4, exp. Date: expiration dates for each of the 2 lot numbers reported: 17-jun-2028 (2188219) & 25-jul-2028 (2189151). H4, mgf. Date: manufacturing dates for each of the 2 lot numbers reported: 17-jun-2025 (2188219) & 25-jul-2025 (2189151). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.